Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum detached from the hub of the delivery catheter. There was an issue with the catheter shaft. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. There was an issue with the septum of the catheter the septum of the catheter was damaged. The analyst noted the delivery catheter was returned in 3 pieces. The slitter was not returned. The septum of the delivery catheter had separated from the hub of the delivery catheter. The septum of the delivery catheter was damaged. The bond on the septum of the delivery catheter had released from the hub of the delivery catheter. Slitting did not start and continue on the centerline of the hub of the delivery catheter. The shaft of the delivery catheter was torn at 8.5 cm. The shaft of the delivery catheter was cut from 8.5 cm to 14.8 cm on the shaft of the delivery catheter. The shaft of the delivery catheter was then slit from 14.8 cm to the distal end of the shaft of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure the catheter detached/separated. The catheter was attempted/not used. No patient complications have been reported as a result of this event.